Manufacturer narrative:
Zoll medical corp has received the product and will be provided a follow up report when out investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (unk age and gender) the device showed an unk defib error message and would not charge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.